Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 365 laser fiber, the account reported that the fiber was broken halfway down the middle when being removed from the package. There was no damage reported to the outside of the package.the procedure was completed with another accumax 365 laser fiber without complications to the patient, who is reportedly fine post procedure.